Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 23mm edwards carpentier valve implanted in the aortic position was planned to have a valve-in-valve procedure after an unknown implant duration for unknown reason.

Event description:
Edwards received notification that a 83-year-old patient with a 23mm edwards carpentier valve implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to severe regurgitation and stenosis secondary to degenerated leaflets. Additionally, one leaflet was ruptured, but it was not totally detached from the valve. The patient arrived at ICU with heart failure and acute pulmonary edema. A 23mm transcatheter heart valve was successfully implanted in replacement. The patient was noted as to be discharged home on three days after procedure and feeling good.

Manufacturer narrative:
Updated: b5 (describe event or problem), b7 (other relevant history), h6 (investigational findings, investigational conclusions). Added: h6 ( device code). Further information was received stating that the leaflets were degenerated and one leaflet ruptured, but it was not totally detached from the valve. Patient is taking oral medication and they are planning a mitraclip implant. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 83-year-old patient with a 23mm edwards carpentier valve implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to severe regurgitation and stenosis secondary to ruptured leaflets. Reportedly, the patient also presented moderate to severe mitral regurgitation. The patient arrived at ICU with heart failure and acute pulmonary edema. A 23mm transcatheter heart valve was successfully implanted in replacement. The patient was noted as to be discharged home three days after procedure and feeling good.

Manufacturer narrative:
Updated: b5, h6 added information: a1, a2, a3, e1.